Event description:
Reprise IV study it was reported that a jammed post occurred. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received loading doses of 81 mg of aspirin and 10 mg prasugrel. A lotus introducer was placed followed by an attempt to deploy a 27 mm lotus edge valve system (lot number 24703732). A valve post was noted to be twisted and became jammed. The lotus edge valve system (lot number 24703732) was resheathed and removed. A second 27 mm lotus edge valve system (lot number 24703730) was unpacked, however the device was not used since the device was noted to be damaged when removed from packaging. A third 27 mm lotus edge valve system (lot# 24713649) was implanted successfully. Successful repositioning of the lotus edge valve (ot# 24713649) involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day as the index procedure, post valve deployment, the subject developed left bundle branch block. One day post implant, electrocardiogram (ECG) revealed sinus rhythm at 63 beats per minute with left bundle branch block. Ttransthoracic echocardiogram assessment revealed aortic valve area of 1.9 cm^2. The mean aortic pressure gradient was 15 mmhg and the left ventricular ejection fraction was 35%. No aortic valve regurgitation was noted. Two (2) days post implant, the subject was discharged on aspirin and prasugrel and no further action was taken for the event during index hospitalization. In february 2020, the subject admitted to the cardiac telemetry department due to fatigue, low energy and light headness. Telemetry revealed type ii second degree av block with the heart rhythm 40s, associated with sinus bradycardia and intraventricular conduction delay. Cardiology consultation recommended permanent pacemaker placement due to the av block associated with left bundle branch block and chronic systolic heart failure. Twenty two (22) days post index procedure, a new bi-ventricular permanent cardiac non-boston scientific pacemaker was implanted successfully. The subject was discharged at home.

Manufacturer narrative:
H3- device evaluated by manufacturer:the device was returned sheathed with the outer sheath notably accordioned. This damage is consistent with the device being forcefully resheathed and or manipulated on the bench post procedure. The device was flushed with saline solution before it was unsheathed and left to soak overnight in saline solution. Inspection of the valve found that the post top at position six was protruding through the valve braid. A break was noted to push pull rod 6. The valve locked at position 1 and position 11 without issue. Release pin 11 was noted to be unseated. The release pins were manually pulled, and the valve was manually released. The broken push pull rod was removed along with the collar and was imaged using scanning electron microscope (sem). No further issues were noted with the device.media review:procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The media comprises 24 angiographic series from the implantation of lotus edge valve. On the first unsheathe, the valve is being visualized in the correct view to assess locking and the tuning fork is not visible at the center post, indicating a post twist/rotational misalignment at this position. The right coronary post does not appear to be biased by the guidewire, but the valve appears to be positioned high relative to the annulus. A partial resheath is then performed and the valve is brought back towards lock. In this instance the valve is not being visualized in the correct view to assess locking however it appears that the right coronary buckle and post are misaligned as a tuning fork is not visible. A full resheath of the valve is performed. In the series that follow the valve has been fully unsheathed and the absence of gap between the buckle and post and the left and non-coronary posts indicate that the valve is locked at these positions. A rotational misalignment at the right coronary buckle and post is evident. It is possible that the post is jammed. The next available series shows a valve being unsheathed prior to centralizing. There is a difference of over 30 minutes between series 17 and 18 indicating that this most likely marks the transition to the lotus edge valve that was successful implanted. The forceful resheath of the first lotus edge valve was not made available for review. The remaining series show the implantation of the third lotus edge device.

Event description:
(B)(6) study. It was reported that a jammed post occurred. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received loading doses of 81 mg of aspirin and 10 mg prasugrel. A lotus introducer was placed followed by an attempt to deploy a 27 mm lotus edge valve system (lot number 24703732). A valve post was noted to be twisted and became jammed. The lotus edge valve system (lot number 24703732) was resheathed and removed. A second 27 mm lotus edge valve system (lot number 24703730) was unpacked, however the device was not used since the device was noted to be damaged when removed from packaging. A third 27 mm lotus edge valve system (lot# 24713649) was implanted successfully. Successful repositioning of the lotus edge valve (lot# 24713649) involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day as the index procedure, post valve deployment, the subject developed left bundle branch block. One day post implant, electrocardiogram (ECG) revealed sinus rhythm at 63 beats per minute with left bundle branch block. Transthoracic echocardiogram assessment revealed aortic valve area of 1.9 cm^2. The mean aortic pressure gradient was 15 mmhg and the left ventricular ejection fraction was 35%. No aortic valve regurgitation was noted. Two (2) days post implant, the subject was discharged on aspirin and prasugrel and no further action was taken for the event during index hospitalization. In (B)(6) 2020, the subject admitted to the cardiac telemetry department due to fatigue, low energy and light headiness. Telemetry revealed type ii second degree av block with the heart rhythm 40s, associated with sinus bradycardia and intraventricular conduction delay. Cardiology consultation recommended permanent pacemaker placement due to the av block associated with left bundle branch block and chronic systolic heart failure. Twenty two (22) days post index procedure, a new bi-ventricular permanent cardiac non-boston scientific pacemaker was implanted successfully. The subject was discharged at home.